Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 225 mg/dl. Customer reported that there was blood at site. Customer was unable to do a self test because insulin pump died and needs to be replace the battery. Insulin pump will not be returned for analysis.